Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer took no actions to address high bg.